Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the patient developed an infection and was treated with antibiotics. The implantable pulse generator (ipg) system was explanted and a leadless implantable pulse generator (ipg) was used as a replacement. No further patient complications have been reported as a result of this event.